Event description:
It was reported that the user experienced frequent low blood glucose episodes while using the ilet pump and considered discontinuation after a post-meal hypoglycemic event following pizza without a meal announcement, with a continuous glucose monitor showing values in the 40s that were treated with oral glucose and resolved within about an hour. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment and temporary interruption of normal routine. Investigation included troubleshooting and user education by a remote clinical trainer and scheduling of additional training. Investigation of this case revealed user management factors, including omission of a meal announcement and reliance on cgm without confirmatory fingerstick, which are consistent with use errors and not indicative of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user management factors and training needs. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.